Event description:
The customer reported that the cleaner reagent would not initiate priming for instrument shutdown on a coulter act diff analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and indicated that the cleaner reagent was empty. The fse replaced the 3-way solenoid pinch valve lv18 to resolve the issue. The repairs were verified per established service procedures. (B)(4).